Event description:
Ibc from the pt's wife, (B)(6), she said when they went to change the vial on saturday they noticed the syringe was still full, no medication was delivered. She said her husband wasn't feeling well all day saturday. She said the machine said it was running, she said there was no alarm. There was no issue with the connection. She said they replaced the vial on saturday and it has been working since. Counseled to inform his md. No further info to provide. Pt code: 2359. Device code: 2338. Ref report: mw5178782.